Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2017 and barbed suture was used. During the procedure, the needle came off near the end of the running stitch. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.